Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that the grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. Failure analysis also observed there were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the fenestrated bipolar forceps instrument was inserted through the trocar and the surgeon noted that a cable was broken during a da vinci pelvic lymph node dissection procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.